Event description:
On (B)(6) 2009, the patient was implanted with gore excluder? Aaa endoprostheses to treat a ruptured infrarenal abdominal aortic aneurysm. The computed tomography angiography (cta), taken during the procedure, could not provide clear images due to the blood pool. The physician had difficulties to deploy all gore excluder? Aaa endoprostheses because of the ruptured aneurysm which made the fixation impossible. The physician then attempted to implant a large palmaz stem; this was unsuccessful. The physician converted to the open surgery. All devices were removed and replaced with the dacron bifurcated vascular graft. The patient tolerated the procedure. (B)(6) center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).